Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. See scanned page.

Event description:
Healthcare professional reported immediately after injection with juvederm ultra plus xc and juvederm voluma xc in the "fill lines and folds, mid face," the pt experienced swelling at the injection sites. The pt was treated with prednisone and benadryl; symptoms improved. This is the same event and the same pt reported under MDR ID #: 3005113652-2014-00363 (allergan complaint pr# (B)(4)). This is the first MDR submitted for the first suspect product, juvederm ultra plus xc.